Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the outer packaging, inlet, or connectors of twelve (12) exactamix inlets. There was no patient involvement. No additional information is available.